Manufacturer narrative:
Customer had not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
User facility reported that the device was in use on the pt during a procedure. Following the procedure, the pt was observed to have red welts on their lower legs where the device's warming blanket had been in use. The areas of redness on the pt's legs were treated with a topical cream. No permanent adverse effects to pt were reported.